Manufacturer narrative:
No button error alarm during testing. However unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that insulin pump had a small crack and there was moisture in it. Customer's blood glucose was 230 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.